Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of claim and medical records, the patient was revised to address pain. Operative notes reported a small amount of joint fluid was present. Left hip.